Event description:
The arthroplasty was revised due to pain and laxity.

Manufacturer narrative:
The following other devices were also listed in this report:tri ts baseplate size 3; cat# 5521-b-300; lot# hmnsd.tri ts femur sz3 right; cat# 5512-f-302; lot# glwn.triathlon stem extender 25mm; cat# 5571-s-025; lot# n5v14d.tri press-fit stem 13mm x 100mm; cat# 5565-s-013; lot# m7m45e.tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m7t26v.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed. Devices were retained at (B)(4). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The arthroplasty was revised due to pain and laxity.